Event description:
It was reported that this pacemaker system exhibited intermittent pacing thresholds spikes on the non-boston scientific right ventricular (rv) lead, which resulted in loss of capture (loc). The patient experienced greater than two seconds of asystole. It was also noted that there were spikes in the pacing impedances, which correlated to the spikes in pacing thresholds. Boston scientific technical services (ts) discussed that it was likely a spring contact issue, and the device was reprogrammed to unipolar pacing and bipolar sensing. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: patient codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a hole in the rv seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this pacemaker system exhibited intermittent pacing thresholds spikes on the non-boston scientific right ventricular (rv) lead, which resulted in loss of capture (loc). The patient experienced greater than two seconds of asystole. It was also noted that there were spikes in the pacing impedances, which correlated to the spikes in pacing thresholds. Boston scientific technical services (ts) discussed that it was likely a spring contact issue, and the device was reprogrammed to unipolar pacing and bipolar sensing. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information was received which indicated this device was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated and the as reported patient code was corrected.

Manufacturer narrative:
Correction to field h6: patient codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.